Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined

Event description:
Reference manufacturer number: 1627487-2020-03980. It was reported that the patient experienced ineffecitve stimulation due to the scs leads being "improperly implanted". The patient underwent surgical intervention on an unknown date wherein the entire system was explanted. Additional information was not provided to the manufacturer.